Event description:
Information was received from a patient with an implantable pump infusing unknown baclofen for intractable spasticity. It was reported that the patient stated they were having trouble with the pain pump and needed a healthcare provider to help. The patient stated they went through hell. The manufacturer's patient services specialist (pss) attempted to confirm why the pumps had to come out and the patient stated that the "batteries went bad, stitches came out". Pss attempted to gather dates and the patient stated that the pump implanted in (B)(6) 2024 was explanted in (B)(6) 2025 because it was "coming apart" and became infected and they had to take antibiotics.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.